Manufacturer narrative:
Device evaluation submitted 11/29/2012 follow-up #1: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed power issues and power on resets were observed in the black box. The battery compartment has a crack that extends from the case seal to the threads. A battery compartment leak found during leak test. Corrosion was visible in the battery compartment. Pump has vibratory and audible sounds but the display screen is blank. Removed pump cover; replaced display screen; pump still had blank screen. Unable to complete all required investigation steps. Moisture and damage were observed on the interboard flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas stating that the pump was intermittently losing power. It was noted that the rebooting occurred every 3 to 5 minutes. The pump was reportedly exposed to salt water and the patient noticed the moisture under the display. It was noted that the patient tried several batteries with no effect. The patient denied damage to the battery casing or battery cap. The battery cap was reportedly never replaced but patient was able to secure the cap to the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged power issue.